Event description:
It was reported during an afib case, the patient suffered from hypoxia. Caller reported that anesthesia noticed there was a drop in o2 sats on the patient. The hypoxia was confirmed by the drop in oxygen levels. Caller reported there was no medical intervention provided. The patient was sent for a CT scan to check for a pulmonary embolism. Caller stated the injury occurred after 70 pfa deliveries were given, and the patient was cardioverted twice. The physician could not confirm what caused the injury. The patient was reported to be in stable condition. Farapulse system was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).